Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
A customer reported that during a patient procedure, using a glidescope video baton 2.0 large, the video was going in and out and when the cable was wiggled, the image froze. The procedure was completed using an unknown backup device which was made available in an unspecified amount of time. No reported delay in the procedure or harm to the patient or user.